Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend (vse) instrument involved with this complaint and completed the device evaluation. The reported event was confirmed through failure analysis investigation. Inspection confirmed indentations on the instrument grips/tip. As a result of this damage, a piece measuring approximately 0.016" x 0.028" was identified to be missing. The missing piece was not returned for evaluation. The observed damage is indicative of mishandling/misuse. This also confirms the previous analysis of the submitted photograph identifying a gouge at the instrument tip correlating the damage to a possible intra-operative collision of the instrument with another object likely from another instrument during the surgical procedure. The general precautions and warnings in the instruments and accessories user manual instructs the user to: "use instruments with care. Avoid contact between instruments inside the patient and do not use any instrument to apply force to another instrument inside the patient." Review of the site's system logs captured an exposed blade event. It is known that the system will display an error message and will seize to work accordingly once it detects any blade damage. Additionally, an informational error code 22026 was also captured during the event date. This indicates that the vse instrument failed during homing. Although an issue was captured in the log data, further testing of the instrument found no issue. The instrument blade was properly seated at the garage. The instrument completed the self-test with an in-house system. The instrument passed all testing specification including ceramic dot verification, cut testing, and energy delivery check. This complaint is being reported based on the following conclusion: it was alleged that during da vinci-assisted total benign hysterectomy procedure, the vessel sealer extend (vse) instrument broke and possibly fell inside the patient. The fragment was not found or retrieved. At this time, it remains unclear if the fragment actually fell inside the patient and if it was retained. The known common cause for the reported failure is mishandling/ misuse and not due to a malfunction of the device. Additionally, there was no report of patient injury or harm.

Manufacturer narrative:
67, 4315. Isi has requested for the instrument to be returned for evaluation. However, as of the date of this report, isi has not received the instrument. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. 61. Isi reviewed the submitted photograph. Analysis identified a gouge at the instrument tip. This observation is attributed to a possible intra-operative collision of the instrument with another object likely from another instrument during the surgical procedure indicative of misuse/mishandling. Additionally, a determination of a possible missing material from the damaged area could not be performed without conducting a full investigation of the instrument through failure analysis. This complaint is being reported based on the following conclusion: it was alleged that during a da vinci-assisted total hysterectomy procedure, damage on the resin of the vse instrument tip was identified and a fragment from the instrument possibly fell inside the patient. No fragment was found or retrieved. At this time, the location of the missing instrument fragment is unknown. It is unclear if the fragment actually fell inside the patient and was retained. In addition, the root cause of the customer reported failure mode is unknown.

Event description:
It was reported that during a da vinci-assisted total benign hysterectomy procedure, the vessel sealer extend (vse) instrument was used for approximately 90 minutes with no functional issue. The vse instrument was removed and inspection identified damage on the resin of the vse instrument tip. The instrument was replaced with a backup vse instrument. The customer continued with the procedure with no other issue reported. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the vse instrument was not inspected prior to use. The vse was removed during the middle part of the procedure. Inspection of the vse instrument identified that the instrument was ¿damaged¿ and it was alleged that a fragment from the instrument had possibly fallen inside the patient. The customer reviewed the procedure video; however, the customer could not confirm the moment when the instrument broke, nor could they ascertain if a broken piece actually fell inside the patient. Isi has requested for a copy of the video. However, isi has not received the video as of the date of this report for review. An x-ray was performed and found no fragment inside the patient. No additional surgical intervention was conducted. No post-operative complications have been reported as of the date of this report.